Event description:
The complaint is reported as: during surgery in the hospital, the doctor found the double swivel connector separated on the endobronchial tube. Because it was found in time, there was no harm to the patient.

Manufacturer narrative:
(B)(4). The customer returned one sealed pouch of product 5-16137 and one opened double swivel accessory pack. The entire double swivel accessory pack was not returned. The second port connector was not returned. A visual exam was performed and no defects were observed. The components could not be fully assembled as the entire double swivel accessory pack was not returned, however, the returned pieces were attached and the connection was secure. The reported complaint of the connector separated during surgery could not be confirmed based on the sample received. The customer returned a representative endobronchial tube and the entire double swivel accessory pack was not returned. The components that were received could be connected and secured. However, the entire sample was not returned , therefore, the potential cause of separation could not be determined.

Event description:
The complaint is reported as: during surgery in the hospital, the doctor found the double swivel connector separated on the endobronchial tube. Because it was found in time, there was no harm to the patient.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. A photograph was returned by the customer; however, the failure mode could not be confirmed by the photo. If the sample is returned, a follow-up report will be submitted with investigation results.